Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is running at 92% but then continuously alarms with no lights.